Event description:
X-rays were reviewed by a medical professional and no discontinuities or abnormalities were found for the patient's lead. However, the review notes that the distal aspect of the lead was not in the field of view and therefore the entire lead was not reviewed. X-rays were reviewed by the manufacturer and the lead pin was noted to not be fully inserted past the second connector block of the generator header. The likely cause of the high impedance is incomplete pin insertion. However, the presence of micro-fractures along the lead body cannot be ruled out as potential causes of the high impedance. No other relevant information has been received to date.

Event description:
The neurologist was present during the patient's implant procedure and mentioned hearing a clicking sound (that indicates complete tightening of the set screw) when the lead was connected to the generator.

Event description:
The patient's device was interrogated and showed higher than expected impedance. The patient's device settings were adjusted and x-rays were taken to confirm device location. X-rays have not been reviewed by the manufacturer. The high impedance was noted to resolve. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.